Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the incident. The ccc, working with the customer remotely, found that the tubing for the saline diluent was kinked while refilling the saline diluent bottle. The saline line was replaced by the customer. The cause of the discordant, falsely high calcium (ca_2) test result was due to the kinked saline diluent tubing. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high calcium (ca_2) test result was obtained on an advia 2400 instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate advia 2400 instrument. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high calcium (ca_2) test result.